Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/repair the device so the reported complaint could not be confirmed.

Event description:
It was reported that the e360 ventilator had o2 supply lost. Patient involvement is unknown.

Manufacturer narrative:
(B)(4). The non-covidien service provider reported that there was no patient involvement.